Event description:
It was reported that the patient presented in clinic for a generator upgrade procedure. It was noted that the physician had difficulties positioning the right ventricular (rv) lead due to extension issues with the helix. The physician retracted the helix and re-extended it with no difficulties. Additionally, it was noted that the initial stylet used to advance the rv lead was rather difficult to remove. After applying extra force, the physician was able to remove it, but the inserting the new stylet and removing it from the rv lead also proved to be difficult. Several attempts were made to position the rv lead properly in the ventricle. Upon successful deployment of the rv lead, it was noted that the pacing impedance was too high. The physician elected to replace that rv lead and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance and to remove the stylet were confirmed and the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue; x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Due to the over torqued inner coil inside the connector region the stylet could not be tested. After cleaning the lead, the helix cold be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported events of helix mechanism and stylet issues was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region consistent with procedural damage.